Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. As a result of a visual inspection, abnormalities such as chipped a-rubber adhesive were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, as there was a hole in the a-rubber adhesive as well as a chip, it is possible that the hole was caused by contact with a sharp object, and that the hole widened as the product was used, causing part of the adhesive to fall off. However, since there was no detailed information on the usage or handling of the product, it was not possible to determine the cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that at the end of bronchoalveolar lavage (bal) procedure, a black foreign body was found in the right middle lobe of the patient's lung. An attempt was made to retrieve the foreign body with no success. When the fiber was removed, a foreign body was confirmed at the base of the tongue, and it was retrieved by suctioning with a use of bronchoscope. The foreign body matched the recessed portion at the tip of the bronchoscope and it was thought to be from a damage to the tip covering material. There were no further reports of patient harm.

Event description:
Addendum: the purpose of the procedure was for examining of interstitial pneumonia.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information. Updated field: b5. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 03/03/2025.